Manufacturer narrative:
This report is filed july 7, 2016. Implanted device remains.

Event description:
Per the clinic, the patient was hospitalized (date not reported) due to experiencing post-operative headaches and intracranial pressure. Additional information has been requested; however, has not yet been made available as of the date of this report.